Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging his ipg as recommended. In turn, his ipg became unable to communicate with his charging system due to it being inoperable. A replacement charging system was sent to the patient but was unable to provide resolution. As a result, the patient's ipg was explanted and replaced with a different model.